Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings issue. It was reported that multiple boluses that had been administered by the patient were not being recorded in the bolus history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a review of the black box showed that information from the reported date of (B)(6) 2014 had been overwritten. The last bolus delivery was on (B)(6) 2014. The total daily dose calculated correctly and reflected boluses recorded in the bolus history for (B)(6) 2014. During testing, the unit was exercised for 24 hours with no warnings or alarms occurring during the duration test. The advanced boluses were performed and recorded correctly in the bolus history. The keypad was undamaged and fully responsive. The pump performed within required specifications. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.